Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction to d10, e1, and h4. Update d9 and h3 to include device evaluation details. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause could not be identified as the reported events were not reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that the camera head had poor image effect, image stripes, flickering, and black screen which all occurred frequently after being repaired and returned. The issue was found during reprocessing. The therapeutic laparoscopy procedure was completed using the device since the image was restored to normal in certain positions. The customer noted the loaner device they had been using did not have this problem. There was no delay or patient harm associated with this event.